Event description:
Customer reported getting worse inaccurate high readings from their freestyle meter. Freestyle comparison readings of 296 and 467 mg/dl were reported by the customer. Freestyle comparison results differ by more than 20% and meet the manufacture's definition of a malfunction.